Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿felt weird lumps¿ and" intra and extra capsular rupture". The device remains implanted. This is for the right side.

Event description:
A patient reported for right side ¿felt weird lumps¿ and" intra and extra capsular rupture". Patient reported "surgeon had to remove the old implants and contents leaking into the body". Healthcare professional later reported "bilateral capsular contracture, evidence of rupture ".the device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and silicone migration.